Event description:
It was reported that cartridge flipped around in pump and caller was unable to twist it back into place or remove it. There was no adverse impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup insulin therapy, and technical support approved and sent replacement pump.